Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages sustained to the cavity of the set-screw are consistent with incomplete insertion of the screwdriver tip, as illustrated in figure 10. Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent the adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported by the physician during the connection attempt. The presence of the fragment of the silicone cap at the bottom of the set-screw insert and the damage to the threads of the set-screw and insert are further evidence of the difficulties encountered during the connection attempt. The fragment of silicone is evidence that at a certain point, the screw was completely unscrewed from the insert. It is possible that the damages to the threads occurred when trying to replace the screw in the insert and tighten it.

Event description:
Reportedly, during implantation: no click sound of the screwdriver was heard when connecting the lead. The screwdriver was switched to a new one for 3 times, but no click sound was confirmed with each of them. The lead was taken out from the port and it was reinserted into the port again; however, no click sound was confirmed when the screwdriver was turned clockwise. The pacemaker involved in this MDR report was not implanted and returned for analysis. A new pacemaker was implanted without any problem.